Manufacturer narrative:
(N)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 25 ml of drug solution in the reservoir. The reported condition of no flow was confirmed. Upon sample receipt, visual examination of the unit noted excessive drug precipitate throughout the solution of the reservoir. Flow was not readily observed at the luer despite several attempts of forced prime. When the tubing was cut to drain the drug solution, very slow drips of drug solution were noted coming out of the cut tubing instead of the normal, fast-flowing solution. Microscopic examination of the flow restrictor found evidence of drug precipitate blocking the fluid exit at the end of the glass capillary (located within the flow restrictor housing). The root cause was determined to be drug crystallization in the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The following information was inadvertently omitted from the previous medwatch: this device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s.

Event description:
Baxter (B)(4) received a report that three (3) infusor multiday 0.5ml/hr 12pk devices would not flow prior to patient use. This was detected by the patient in preparation for use. The cap was removed and no solution came out. There was no report of patient involvement, injury, or medical intervention. No additional information is available. This report will reference 1 of 3 from the facility.